Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient with an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the patient's pump had flipped. It was noted that the hcp was unable to access the pump for a refill. The hcp believed that the pump had flipped and confirmed with an x-ray. Possible contributory factors included a previous flipped pump that resulted in a pocket revision and catheter replacement surgery on (B)(6) 2020, though the patient did not report any events that might have contributed to a flipped pump after the surgery. The patient was planned and scheduled for a pocket revision on (B)(6) 2020. The issue was not considered resolved at the time of the event.